Manufacturer narrative:
(B)(4). Date of event - onset of symptoms is unknown/not provided. Based on the information provided to date the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported having a laser cataract procedure with an intraocular lens (iol) implanted and that outcome of iol implant was very poor. The patient experienced halos/glare, chronic eye dryness, increased large floaters, cobwebs with strange facial sensations, blurred vision, and impaired night vision (lack of depth perception). The patient requires reading and computer glasses. The patient had many follow up post op exams to resolve symptoms. Extensive eye tests were performed to determine what problems were still present. The patient indicated eye plugs were inserted into the tear ducts three times. Follow up was conducted and the patient indicated receiving a second from an ophthalmologist. The patient indicated at this time, there will no information provided to abbott medical optics. This report is for the right eye. A separate report will be filed for the left eye. The patient filed a voluntary event report; reference mw5057278.

Manufacturer narrative:
Product evaluation: the lens remains implanted; therefore, an investigation was not possible manufacturing record review: a review of the manufacturing records for the lens was conducted. The in-line optical inspection data showed that the lens was within power specification and met the specified requirements. A search on complaints related to the production order number revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no non- conformances were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The complaint could not be confirmed. Labeling review: the directions for use (dfu) was reviewed. The dfu notes that complications may occur following implantation and some optical effects may be mitigated upon patient's adaption to the multifocal optic. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. In a small percentage of patients, the effects may be perceived as a hindrance and the patient may request removal of the multifocal iol. The dfu adequately provides instructions, precautions, and warnings for the proper use, handling, and patient outcomes for the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.